Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. UDI number - (B)(4). Concomitant medical products: interchangeable humeral assembly small long flange 8 inch length, lot# 61485919, item# 32810503508. The reported event is confirmed as the x-ray review noted that the long cemented proximal humeral stem is noted to be off-center within the intramedullary canal, in close proximity to the medial cortex of the humeral shaft. There was a cortical disruption of the distal humeral shaft medially with adjacent bone graft. Distal humeral medial and lateral condyles were absent. The radial head is foreshortened. Ap x-ray of the elbow shows loosening of the locking pin. Overall bone mineral density appears osteopenic which is unlikely to have contributed to the reported event. However, marked bony deformities distal humerus, proximal ulna and proximal radius including absence of distal humeral condyles and foreshortening of the proximal radius are factors known to increase risk of bushing wear and locking pin failure. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. A definite root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as it is still implanted. The investigation is in process. Once the investigation has been completed a follow up MDR will be submitted.

Event description:
It is reported that post op x-rays of the patient showed that the locking pin was unlocked again. Attempts have been made and additional information is unknown at this time.